Manufacturer narrative:
The patient information could not be obtained after multiple attempts. The attempts were made as follows: on 03/14/2016 phone call, 03/15/2016 phone call, and 03/16/2016 phone call. The hospital biomed reported a checkout of the equipment was performed and the logs were reviewed. The consolidated ventilator interface board was replaced.

Event description:
The hospital reported that, during a case, mechanical ventilation stopped. The clinician reportedly cycled the power but that did not resolve the reported complaint. The anesthesia machine was swapped out. There was no reported patient injury.